Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the drawer did not open while the user was issuing medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open. The technical support specialist (tss) remoted in and identified a item error stating the item cannot pass the station quantity. Tss opened the tester and identified that the user had no cycle count access to confirm the count. Tss confirmed that the issue was resolved and the user was able to issue the medication. The system functioned as intended after the technical support specialist investigated the device.